Event description:
It was reported that patient with this artificial urinary sphincter (aus) presented with recurring incontinence due to the cuff being too large for the patient. The aus cuff was downsized. There were no additional patient complications reported.